Manufacturer narrative:
Corrected data: b1 report type, b5 narrative, h6 (device code and impact code). New information received indicates, there are elevated gradients however the valve is functioning reasonable well, no serious injury reported. Bioprosthetic valve are prone to structural valve degeneration (svd) or non structural valve dysfunction (nsvd), leading a suboptimal valve function. This a continuous process and at the early stages it is well tolerated by patient without requiring a reintervention to replace the valve. In some cases, the failure mode is not provided. Other times, it may be reported as but not limited to; stenosis, increased/high gradient, regurgitation, transvalvular leak, thickened leaflet, leaflet tear, immobility, restriction, and/or unspecified svd or nsvd. In this case, more than 2 years after implantation the follow up echo showed increased gradients with some leaflet rigidity, the cause is unknown. There is no evidence of serious injury to the patient and the plan is treatment with anticoagulant and follow up, to monitor the gradients. In addition there is no indication of early valve failure or calcification on CT scan and the event is likely linked to patient's status. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received notification that a 69-year-old patient with a valve model 11500a23 implanted in the aortic position presented with elevated gradients (45mmhg) after an implant duration of two (2) year and two (2) months. Reportedly, the mean gradient at discharged was 10 mmhg. The 3 months follow up tte peak gradient of 13mmhg, eoa at 1.5 cm2, vmax at 2m/sec and at one year control the gradient increased up to 23mmhg. The patient was put on apixaban 5mg per day and was still on it at the time of reporting. Symptoms and gradient remained stable with 3 months of apixaban. However the gradient increased to 45mmhg with valve being a bit "rigid" with limited opening and vibrating leaflet during systole at 2 years and 2 months follow up in addition the patient experienced worsening of symptoms (short of breath and effort fatigue). Infection markers nt-probnp was slightly elevated while c-reactive protein (crp) and white blood cells (wbcs) were normal. The patient was maintained on apixaban. A CT scan was performed and there was no pannus, no thrombus and no leaflet thickening observed, valve function was reasonable functioning well. In additions there were no signs of ppm or leakage observed. At this point, there was no plan for reintervention, the patient was under close follow-up, and change on anticoagulants medication to coumadin was under evaluation.

Event description:
Edwards received notification from france that a 68-year-old patient with a valve model 11500a23 implanted in the aortic position was planned for a reintervention after an implant duration of two (2) years and two (2) months due to degeneration with increased gradients (40mmhg). The patient had a complicated post-op with a 1-week iciu stay due to pulmonary oedema and paroxysmal atrial fibrillation (af), which was finally corrected with amiodarone. She then spent 4 weeks in a rehab center where she continued to feel tired. A reference echo at 3 months post-discharge showed a gradient of 13mmhg. A year later, a control echo showed a gradient of 23mmhg with light symptoms such as shortness of breath. The patient was put on apixaban 5mg per day and was still on it at the time of reporting. Symptoms and gradient remained stable with 3 months of apixaban. 1 year and 4 months after implant, the gradients were reported to be of 26mmhg. 7 months later, an echo tt showed a gradient of 40mm hg and the patient experienced worsening of symptoms. Nt-probnp was slightly elevated while c-reactive protein (crp) and white blood cells (wbcs) were normal. The patient was discharged home under follow-up.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.